Event description:
It was reported the clinician hung the heparin bag at 1600 without changing the tubing. A second clinician verified heparin was the correct medication hanging on the IV pole and the rate was correct rate. When the clinician entered the patient's room after an hour, the medication was completely infused. The clinician further stated that "pump did not alarm for infusion complete or air-in-line". When clinician assessed the tubing was still locked into the pump and the rate was correct. Patient was moved closer to nursing station for close monitoring and lab draw. A copy of the medwatch report from FDA was received, which states, "the bedside rn switched a new heparin drip bag out with an empty one. She kept the same settings and tubing and did not change the vtbi. Vtbi was set at 126ml. A second rn visually verified this with the first rn at the pump and dual signed off in epic. Approx 90 mins later the rn came back to check on the patient and the heparin bag was completely empty (500ml). The 500ml had infused into the patient over 37 minutes. The line had air in it and the IV pump did not alert the rn to the air in the line or that the infusion was complete. It instead switched to 1ml/hr kvo. The IV pump was interrogated by pharmacy and the pump was verified to be programmed correctly. The patient's ptt level resulted back as high, and several doses of protamine (reversal agent) were given to the patient as a result of this." Additional customer response was received which states, following protamine, patient stabilized and was restarted back on heparin drip.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Additional information: imdrf annex g code. Correction: manufacturer narrative note that this report lists imdrf annex a1801, c0601, d15, g04037, g04067 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported the clinician hung the heparin bag at 1600 without changing the tubing. A second clinician verified heparin was the correct medication hanging on the IV pole and the rate was correct rate. When the clinician entered the patient's room after an hour, the medication was completely infused. The clinician further stated that "pump did not alarm for infusion complete or air-in-line". When clinician assessed the tubing was still locked into the pump and the rate was correct. Patient was moved closer to nursing station for close monitoring and lab draw. A copy of the medwatch report from FDA was received, which states, "the bedside rn switched a new heparin drip bag out with an empty one. She kept the same settings and tubing and did not change the vtbi. Vtbi was set at 126ml. A second rn visually verified this with the first rn at the pump and dual signed off in epic. Approx 90 mins later the rn came back to check on the patient and the heparin bag was completely empty (500ml). The 500ml had infused into the patient over 37 minutes. The line had air in it and the IV pump did not alert the rn to the air in the line or that the infusion was complete. It instead switched to 1ml/hr. Kvo. The IV pump was interrogated by pharmacy and the pump was verified to be programmed correctly. The patient's ptt level resulted back as high, and several doses of protamine (reversal agent) were given to the patient as a result of this." Additional customer response was received which states, following protamine, patient stabilized and was restarted back on heparin drip. Bd received additional information. It was reported by the facility's third part servicer that they have completed their testing and "unable to duplicate the reported issue." Another request has been made to return the devices to bd for further investigation; waiting for response.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Root cause the root cause for the reported issue was not determined because no products or device logs were returned.

Event description:
It was reported the clinician hung the heparin bag at 1600 without changing the tubing. A second clinician verified heparin was the correct medication hanging on the IV pole and the rate was correct rate. When the clinician entered the patient's room after an hour, the medication was completely infused. The clinician further stated that "pump did not alarm for infusion complete or air-in-line". When clinician assessed the tubing was still locked into the pump and the rate was correct. Patient was moved closer to nursing station for close monitoring and lab draw. A copy of the medwatch report from FDA was received, which states, "the bedside rn switched a new heparin drip bag out with an empty one. She kept the same settings and tubing and did not change the vtbi. Vtbi was set at 126ml. A second rn visually verified this with the first rn at the pump and dual signed off in epic. Approx 90 mins later the rn came back to check on the patient and the heparin bag was completely empty (500ml). The 500ml had infused into the patient over 37 minutes. The line had air in it and the IV pump did not alert the rn to the air in the line or that the infusion was complete. It instead switched to 1ml/hr kvo. The IV pump was interrogated by pharmacy and the pump was verified to be programmed correctly. The patient's ptt level resulted back as high, and several doses of protamine (reversal agent) were given to the patient as a result of this." Additional customer response was received which states, following protamine, patient stabilized and was restarted back on heparin drip.

Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction: describe event or problem. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, b, c, d, g codes. Investigation summary the reported issue of an over infusion of heparin was not able to be confirmed or replicated during the investigation. The log analysis found an infusion of heparin at 25000ubit/500ml was infusing at the rate of 21ml/h on the date (B)(6) 2024 at the time of 4:01 pm. The infusion was placed in a paused state with the primary volume infused (pvi) recorded at the value of 438.948ml, which is an accumulated total from the prior performed infusions. At the time of 4:03 pm the heparin infusion was restarted after there was an operator walk away alarm, and the channel select and pause key were selected as illegal keypresses. When the infusion was restarted, the remaining volume to be infused (vtbi) was at the value of 12.915ml. At the time of 4:40 pm the heparin infusion completed with an infusion complete alarm generated. The pump module transitioned to the keep vein open (kvo) rate of 1ml/h. The heparin infusion was turned off at the time of 4:50 pm with a selection of the channel off key. The total volume infused was recorded at the value of 452.028ml. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pump module or a pcu event log. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The inspection and testing process did not find any existing malfunctions with the pump module. The pump module was found to be infusing within specification with no observances of unregulated flow occurring. The incident administration set was requested but was not provided by the facility; therefore, it could not be inspected or tested. Root cause the root cause for the reported issue of an over infusion of heparin was not able to be identified through the log analysis or device laboratory testing. The suspect pump module was found to be infusing within specification. Note that this report lists imdrf annex a0401, a0404, a1801, g04037, g04070, c07, c0601, d15, codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported the clinician hung the heparin bag at 1600 without changing the tubing. A second clinician verified heparin was the correct medication hanging on the IV pole and the rate was correct rate. When the clinician entered the patient's room after an hour, the medication was completely infused. The clinician further stated that "pump did not alarm for infusion complete or air-in-line". When clinician assessed the tubing was still locked into the pump and the rate was correct. Patient was moved closer to nursing station for close monitoring and lab draw. A copy of the medwatch report from FDA was received, which states, "the bedside rn switched a new heparin drip bag out with an empty one. She kept the same settings and tubing and did not change the vtbi. Vtbi was set at 126ml. A second rn visually verified this with the first rn at the pump and dual signed off in epic. Approx 90 mins later the rn came back to check on the patient and the heparin bag was completely empty (500ml). The 500ml had infused into the patient over 37 minutes. The line had air in it and the IV pump did not alert the rn to the air in the line or that the infusion was complete. It instead switched to 1ml/hr. Kvo. The IV pump was interrogated by pharmacy and the pump was verified to be programmed correctly. The patient's ptt level resulted back as high, and several doses of protamine (reversal agent) were given to the patient as a result of this." Additional customer response was received which states, following protamine, patient stabilized and was restarted back on heparin drip. Bd received additional information. It was reported by the facility's third part servicer that they have completed their testing and "unable to duplicate the reported issue." Another request has been made to return the devices to bd for further investigation; waiting for response.